Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as patient made an unspecified mistake. The patient was not hospitalized for the event. The patient was treated with vancomycin (1g every fifth day; route and duration not reported) and piptaz (4.5g twice daily for fourteen days; route not reported) for peritonitis. Dianeal therapy remained ongoing. At the time of this report, the patient is recovering, the peritoneal effluent is ¿slightly clearer than before¿, and vancomycin and piptaz therapy remain ongoing. On an unreported date, the patient was retrained on proper aseptic technique. No additional information is available.